Manufacturer narrative:
Evaluation of the returned lantern revealed an ovalizations near the distal tip. If the device is forcefully pinched during use, damage such as this may occur. During functional testing, resistance was experienced while attempting to advance a demonstration pod coil through the lantern due to the ovalization on the distal shaft, and the pod coil could not advance any further. The ovalization likely contributed to the resistance during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using a pod coil, non-penumbra coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a non-penumbra coil in the target vessel using the lantern. Subsequently while advancing a pod pc through the lantern, the physician experienced resistance at the distal tip of the microcatheter. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same pod coil. There was no report of an adverse effect to the patient.